Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor pushed the plunger of the pcb00v intraocular lens (iol) device to the second black line; however, the screw mechanism did not engage and the iol did not come out of the cartridge due to the plunger spun around. The tip part of the cartridge contacted the incision part. The operation was completed with using another pcb00v. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position. The lens stuck in the cartridge tube was observed. The reported " screw mechanism did not engage and iol did not come out of the cartridge due to the plunger spun around" was not confirmed/verified. A search on complaints related to production order (po)revealed no other complaint on this po. The manufacturing process record was evaluated and the devices were manufactured within specifications. The direction for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. The complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.